Manufacturer narrative:
Failure investigation (fi) lab received the sensor pcba for evaluation. Visual inspection of the returned sensor pcba revealed no evidence of damage or contamination. Fi technician installed the sensor pcba into the fi test ventilator. Functional integrity on ac power and backup battery test was performed and no failures were identified. Therefore, the reported problem could not be confirmed. Root cause for the reported issue could not be determined due to no problem found.

Event description:
The customer reported that the unit was alarming sensor errors. The customer reported there was no patient involvement.